Event description:
On (B)(6) 2012 noise on atrial lead, no changes dr reviewing in 6 months. Private rooms, australia. Dr. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).